Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample and from a known tropi es free sample when tested on a vitros 5600 integrated system. The most likely assignable cause is instrument related. A 30 replicate within run vitros tropi es precision test performed by the customer was outside ortho guidelines indicating that the vitros 5600 integrated system was not performing as expected at the time of the events. Based on these observations an ortho field engineer (fe) was dispatched to the customer facility to address the performance issues the customer was having with the vitros system. The ortho fe performed service and maintenance actions to the instrument, including adjustments to the microwell incubator, replacing the well wash filters and signal reagent tips and requested the customer to replace the proboscis. Following service actions, acceptable within run precision and qc fluid performance was obtained indicating the vitros 5600 integrated system was now performing as expected. In addition, based on historical quality control results, a vitros tropi es lot 3495 performance issue was not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systemic issue with vitros tropi es reagent lot 3495.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result obtained from a single patient sample and from a known tropi es free sample (precision result) using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 1 result of 0.142 ng/ml versus the expected result of <0.012 ng/ml. Precision sample result of 0.073 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).